Event description:
It was reported the patient needed his stimulator adjusted and the device was ¿not turned on right.¿ this had been since the manufacturer representative (rep) made an adjustment to the patient¿s device two weeks ago. The patient needed the stimulator to work on his back and not around his stomach. The patient was seen by 2 manufacturing representatives and a physician in early (B)(6) 2014. It was noted that ¿they thought his lead may have moved.¿ an x-ray was performed. It was further reported that the x-ray showed that the leads moved after implant and the patient needed a revision. Interventions and patient outcome were not provided. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).